Manufacturer narrative:
(B)(4). Investigation: signals in the run data file (rdf) indicate that the plasma line may have been partially occluded during a portion of the run. The shift in the reservoir volume is likely due to the occlusion of the plasma line. The occlusion of the plasma line causes the plasma line to no longer contribute to the platelet pump, which causes the low through the lrs chamber to be higher than the system expects, causing some wbcs to escape and end up in the product bag. The high spikes in the rg ratio plot also indicate that the contents of the lrs chamber were cleared. Nothing was found in the device history record that would contribute to this event. Root cause: based on the rdf analysis, the plasma line was occluded during the procedure. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line is allowed to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. Corrective/preventive action: algorithms will be incorporated into the software for the trima accel system. These algorithms will recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or verify wbcs in the platelet product. The new algorithms will be added to the next trima equipment software upgrade, version 6.0.2, which is in the process of being validated.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content that was measured in the platelet product. There was no a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore, no pt info is reasonably known at the time of the event. The disposable was unavailable for return. This report is being filed due to a device malfunction that has the potential for injury.